Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected (wbc) content in the platelet product there was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Unit # (B)(4). The disposable is not available for return, because it has been discarded by the customer. This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. The rdf analysis did not find a conclusive cause of the elevated wbc content reported for this collection. Signals in the run data file indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Investigation eval and corrective actions are in process. A follow up report will be provided.